Event description:
Country of complaint: (B)(6). Consecutive cases (5) of the wound dehiscence in the episiotomy. There is no break between needle and thread or break of thread.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 10 unopened pouches. There are no previous complaints of this code batch. There were (B)(4) units of this code batch manufactured and distributed, no units in stock. Tightness test to the samples received has been performed and the units are tight. Knot pull tensile strength tests of the samples received was performed and the results fulfill the requirements of the OEM. Degradation test results conducted on the samples received fulfill requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.